Event description:
It was reported the patient had an infection to the catheter area. The infection was "thought to be in back". The patient experienced symptoms (symptoms not reported). The pump site was not infected. A device explant procedure occurred. The explanted device was not returned to the manufacturer. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).